Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.(B)(4).

Event description:
It was reported that balloon rupture occurred.the target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). After a 4.00x16mm synergy stent was deployed at 11 atmospheres. The balloon was then deflated and the device was removed completely from the patient. However, it was noted that the balloon ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent was deployed during procedure and therefore not returned for analysis with the device. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings were opened out from their folded positions. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure or manipulation. The balloon was connected to an inflation device and an attempt was made to apply positive pressure to the balloon chamber; however two pinhole leaks were noted on the balloon 7mm apart. The first pinhole was located approximately 3mm from the distal end of the proximal markerband and the second pinhole was located 9mm from the distal end of the proximal markerband. The inflation device was verified at 16 atmospheres (atm) before and after use with a calibrated pressure gauge. The bumper tip of the device showed no signs of damage. A visual and tactile examination found one kink 126mm form the end of the hub. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). After a 4.00x16mm synergy¿ stent was deployed at 11 atmospheres. The balloon was then deflated and the device was removed completely from the patient. However, it was noted that the balloon ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status was good.